Event description:
Dealer stated that the tilt actuator on a tdxsp-cg power chair is intermittently grinding and stopping. The tilt function will have to be manipulated by hand to tilt but will lower fine with the grinding noise.